Manufacturer narrative:
The technician found the casters were worn and two of the caster stems were broken. He replaced all four of the casters to repair the bed.

Event description:
Info received indicates the brakes were not holding on all of the casters when the brake was engaged.